Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Mother reported that her daughter had multiple tampons where the string broke leaving the tampon inside. Her daughter was able to manually remove the tampons. She did not seek medical attention and was doing fine. She reported her daughter also stated the strings on the tampons were too short.